Manufacturer narrative:
(B)(4). D10-medical product. Articular surface fixed bearing (cr) left 10 mm height. Item# 42512000410, lot# 63996859. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years and eight months post implantation due to instability and tissue damage. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g2, g3, g6, h1, h2, h3, h6, and h11. G2- australia. No devices were received; therefore, the condition of the components is unknown. Photographs of the explanted devices were provided however a detailed evaluation of the reported issue cannot be performed. X-rays were provided but were not submitted to mmi for further assessment at this time as the images are undated and allegation notes pcl insufficiency which would not be well visualized on plain film x-ray. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur